Event description:
Sickly sweet odor coming from CPAP device observed on multiple occasions - usually when humidifier reservoir is low or dry. Possibly related to the humidifier unit. Unknown outgassing. Possibly ethylene or ethylene oxide (I am guessing). Reported to company and asked the chemical nature of the odor. Resmed refused to answer. My sleep specialist has had several reports of the same phenomena. I am a CPAP user. I have a resmed air curve 10 asv device. (B)(6) I am retired from FDA/cdrh! I have experienced a sickly sweet odor coming through my mask on occasion. My sleep specialist tells me that others have reported the same. I am not positive, but I believe the device is "outgassing" something especially when the humidifier reservoir is low or dry. I did detect the aroma in the reservoir chamber. I am wondering if it is ethylene, ethylene oxide or related gas. These are known to me to be sweet smelling. In view of the recall of philips CPAP devices, I contacted resmed directly as both a device user and as a pharmacist to determine the chemical nature of what I am inhaling. Resmed first responded by referring me to my sleep specialist. As noted, she has received similar reports but she has no information regarding the nature and potential health hazard. Resmed next tried to refer me to the company that distributes their devices. I refused to do so for many reasons not the least of which is that the manufacturer should know! Resmed has refused to provide any information. Btw, I told them I would request an FDA investigation.